Event description:
It was reported that during a ptca/stent of a tortuous and calcified right coronary artery after two attempts, the device would not cross the intended lesion. Blood was observed to be pulling back into the inflation device. The stent delivery system was removed when the shaft was noted to be separated. A snare device was successfully used to retreive the entire separated portion.